Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened up button dome switch. No unlocked keypad connector noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that in this month the buttons jammed before an easy bolus twice. Customer's blood glucose level was 120 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.